Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a cuff stent graft on (B)(6) 2006. A follow up computed tomography (CT) on (B)(6) 2016 showed a dilation of the proximal extension and a type 1a endoleak, aneurysm sac growth was not seen. A secondary procedure has not been planned or scheduled at this time.